Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The event investigation is currently underway.

Event description:
It was reported that the legs of an ivc filter failed to open after the filter was deployed; the legs were stuck together. The filter was successfully snared and a competitor's filter was implanted without further complications. There was no patient injury.